Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had multiple station that were slow and sluggish. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that station was operating slowly and sluggish during use. The technical support specialist (tss) logged into the station and applied the knowledge article titled "station slow login netbios", "how to adjust station ntp server settings" and attached article "station slowness summaries" to resolve the issue. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.